Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device had a bent foot. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the foot end tip of the craniotome device is bent. An assessment was performed and it was determined that this condition was due to the device being mishandled or dropped. The assignable root cause was determined to be component damage caused by misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.